Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced without difficulty. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found that the lead was returned in two pieces. On the returned distal portion, the insulation was abraded at 30.6 cm to 30.8 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implanted device or feature of the heart. This most likely caused the reported noise anomaly.